Event description:
It was reported that before use the foot control device had a "plastic shield torn from the cable and the outer metal was exposed". There were no delays to the planned surgical procedure as a spare identical device was available for use. The exact date of the event was unknown but the reporter clarified that the event occurred in (B)(6) 2013. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition was duplicated and confirmed. Evidence indicated this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.